Event description:
A hospital in (B)(6) reported the patient had a pertrochanteric femoral fracture by ssbt - severely suppressed bone turnover - after a bisphosphonate treatment. Surgeon implanted a pfna nail in (B)(6) 2006. The patient visited the hospital and wanted to extract the nail at (B)(6) 2013. During removal it was noted the blade was broken this report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found. The end cap and screw is pulled out of the blade. On the extraction screw is the tap partially broken off. Possible cause for those damages:- use of wrong instruments.- extraction operation would have been conducted with the instruments for pfna/pfna-ii. Unfortunately we were not able to determine the exact root cause of those damages. We did receive only the broken off end piece of the blade who shows bruises and strong marks of misuse. Further investigations regarding the manufacturing documents showed conformity to the specifications by each article. No product fault could be detected.